Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The clinical engineer reported that the pt returned to the hosp after having alarms. The pt reported a beeping alarm with the red light illuminated. Additional troubleshooting/testing performed by the hosp revealed the pt had inflow valve regurgitation, and it was suspected the inflow valve was not functioning correctly. In addition, it was reported that the vad had noise and power limit advisory alarms were observed. The controller, pbu and batteries were exchanged with no resolution to the alarms. Waveforms were sent to the MFR for review and some anomalies were observed which may suggest that the pump was reaching its end of life; however, vent filters would need to be submitted for analysis to confirm the cause of the waveform anomaly. Based on the alarms and vad nose, the hosp has made a decision to replace vad.

Manufacturer narrative:
The patient remains on lvad support with the exchanged pump. The MFR is attempting to acquire the explanted device for further eval. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.